Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 172 mg/dl. Customer stated that the threads on the battery chamber are stripped. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin passed displacement test and self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.